Event description:
The complainant reported that during a procedure, the suspect catheter kinked inside the pt. There was no injury or harm to the pt.

Manufacturer narrative:
Device eval - the suspect device was returned for eval. A visual inspection of the catheter confirmed the complaint; a kink was observed in the tubing. A review of the lot number processing revealed no abnormalities. The cause of the failure could not be determined. These types of complaints will be monitored for any potential trends. Eval - results - catheter.